Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The extra marker was unable to be confirmed. Based on a visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. A cine of the procedure was received and reviewed by an abbott clinical specialist. The reviewer noted angiograms show a lesion in the left anterior descending (lad). A wire is advanced into a diagonal and is then removed. In scene 9 a wire is positioned in the lad. There is an r/o marker approximately 4.5 cm from the wire tip. There is also a second radiopaque spot approximately 3 cm from the tip and 2 mm from the proximal edge of the tip radiopacity. The reviewer concluded the images are consistent with the identification of a second radiopaque spot on the wire. It is possible that this second spot is the proximal wire solder and that there is mild stretch in the radiopaque coils. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the hi-torque balance middleweight (bmw) elite guide wire was advanced to the non-tortuous, de novo, mid, left anterior descending artery. As the bmw guide wire was being positioned, it was noted that there were two markers on the bmw guide wire, instead of one marker. The additional marker was observed 3 cm proximal to the radiopaque tip. The same bmw guide wire was used successfully for the procedure. There was no adverse patient effect and no clinically significant delay in the procedure reported. There was no additional information provided.